Event description:
The customer reported having a blank display. Troubleshooting was performed. The customer stated that she was using other than the recommended batteries. Advised to remove the battery for ten minutes and reinserted. The display returned and assisted the customer with settings. During the call the customer stated that she had low blood glucose because she has not been eating, and the ambulance came but she was not treated. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.